Event description:
The customer was hospitalized for low blood sugars. The customer stated that they had a high blood sugar the night before and they feel that they gave too much insulin to correct their high blood sugar.